Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient was having continuous urinary tract infection due to the ipg not working. The local pain management physician decided to only make note of this occurrence and noted no additional follow up was required.